Event description:
The complaint was reported by a costumer from the USA. Pump displays error message.

Event description:
The complaint was reported by a costumer from the USA. Pump displays error message.